Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient noticed a return of symptoms on (B)(6) 2017. It was noted that the patient was implanted on (B)(6) 2017. They noticed improvement in their irritable bowel syndrome (ibs) symptoms, but it was really implanted for urinary. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported device programming led to the return of symptoms and that they were not sure what setting it should be. No further complications anticipated.